Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting down. There was no adverse impact to the customer's blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.